Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead, exhibited intermittent oversensing of noise in stored events for both leads. This resulted in inappropriate atrial tachy response and ventricular episodes. Technical services (ts) was consulted and suggested possible lead abrasion as the root cause. Ts noted that device sensitivity had been reprogrammed, indicating this could be a known issue. Ts recommended performing isometric testing to confirm lead abrasion. No adverse patient effects were reported. This system remains in service.